Event description:
It has been reported to philips that the system is having issues with c-arm movement. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the force sensor, which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. A philips field service engineer (fse) examined the system onsite and identified table up and down movement was not possible. Analysis of system log file identified an unusual pattern around a certain time and the table height movement is blocked on soft collision of force sensor. Thus, the malfunction can be indirectly confirmed. Upon troubleshooting, fse calibrated force sensor but with random malfunction system was working. A philips engineer replaced the force sensor, clea2 force sensor, ad7 force sensor, height actuator assy, and ad7(nt) height potmeter assy. The faulty force sensor was returned to philips for further analysis. The analysis confirmed the cause of the failure was due to electrical defect as analog output voltage was 0v. Following the replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable the codes were updated based on the investigation outcome.